Manufacturer narrative:
There has been a previous report received where this malfunction in a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). The involved drill is actually broken in the middle of the smaller step. No material defect was found during of the analysis of the rupture pattern. Unused available drills have been measured and meet drawing specifications. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a calibration drill separated. Multiple unsuccessful attempts were made to obtain the patient outcome.